Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2023.

Event description:
It was reported that the patient was hospitalized due to pain on the left side groin. The patient was given pain reliever.

Event description:
It was reported that the patient was hospitalized due to pain on the left side groin. The patient was given pain reliever. Additional information was received that tha left side pain was not device related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 5030955/5036029.

Event description:
It was reported that the patient was hospitalized due to pain on the left side groin. The patient was given pain reliever. Additional information was received that the left side pain was not device related. Additional information was received that the patient was having difficulty charging the ipg and connecting it to the remote control (rc). It was also noted that one of the leads had high impedances. The patient underwent a revision procedure wherein the ipg was replaced and a lead was removed. The patient was doing well postoperatively. The explanted devices were retained by the medical facility and will not be returned.